Event description:
The customer reported that the 840 ventilator had a blank screen. The customer is a third party biomed. It is unk if there was any pt involvement. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien ref # (B)(4).